Event description:
Report provided by the end user states that they are experiencing circumferential redness under the hydrocolloid collar. She does experience some itching from this area. She cleanses her peristomal skin with water and or bar soap but usually just water. She applies ostomy powder followed by a no sting barrier film to her peristomal skin. Advised the end user to cut the collar off of current skin barrier or use an alternative skin barrier until samples are received. Recommended moldable d skin barrier with acrylic collar. Advised on crusting with ostomy powder and skin protective barrier wipes or water. Instructed if area does not improve or she has any questions after receiving samples to contact us for additional instructions. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.